Event description:
It was reported that perforation, pericardial effusion (pe), and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was gained. Difficulty was encountered with manipulating the j-tip wire into the superior vena cava (svc). A non-boston scientific (bsc) trans-septal puncture (tsp) sheath was advanced with difficulty into the svc. A non-bsc needle was advanced and removed multiple times. The tsp devices were exchanged for a new non-bsc sheath and needle, resulting in successful access to the right atrium. Tsp was performed. A watchman fxd curve access system was inserted and a 24mm watchman closure device and delivery system (wds) were positioned, deployed, and released. Contrast injection was not performed as the physician had concerns regarding the patient's renal function. The sheaths were removed from the patient's anatomy and access site maintenance was performed. No pe was observed, and the transesophageal echocardiogram probe was removed. Prior to extubating the patient, the anesthesiologist noted a drop in blood pressure. Echocardiography was performed and a large circumferential pe was observed, and cardiac function was absent. A code blue was alarmed; cardiopulmonary resuscitation was performed with continuous pericardiocentesis until cardiothoracic surgery was performed. Surgical exploration discovered a perforation in the proximal inferior vena cava which was surgically corrected. The patient remains in the hospital. The physician suspects the perforation occurred during manipulation of the non-bsc sheath and needle prior to tsp.